Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of aneurysm enlargement (B)(6) 2016, will be used as an event date.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for a left common iliac artery aneurysm of 40mm diameter. The patient tolerated the initial procedure. Reportedly, from (B)(6) 2016 to (B)(6) 2018, the maximum diameter of aortic aneurysm/lesion increased in size from 72mm to 77mm. It was reported that on (B)(6) 2018, a distal type ii endoleak was identified. On (B)(6) 2018, the patient underwent an embolization procedure. No further adverse events have been reported.